Event description:
Information was received that a revision procedure was performed on (B)(6) 2021 to address a rod that would not lengthen. Additionally, it was reported that upon explant, the rod was found to have substantial black debris.

Manufacturer narrative:
Device evaluation: the returned rod was observed to be partially distracted with score marks on the distraction rod. X-ray images of internal components for the rod revealed a broken radial ball bearing, lot#: 170531-17. The rod was functionally tested and could not distract and retract with the electronic remote controller (erc) and the manual distractor. Sectioning of the rod confirmed that the radial ball bearings is broken. In addition, sectioning of the rod revealed hardened debris buildup. Device records review: review of the device history records indicated that unit met all quality specifications prior to shipment.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure was performed in (B)(6) 2021 to address a rod that would not lengthen. Additionally, it was reported that upon explant, the rod was found to have substantial black debris.